Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was reprogrammed however, high and rising thresholds with pacing greater than forty percent was noted subsequently. The rv lead was reprogrammed again and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.